Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During the investigation of the device to determine the root cause, the technician observed damage to the device consistent with mishandling. The damage is not consistent with normal wear and tear. The pace/defib engine board was replaced. The device will be recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 76" message. Complainant indicated that there was no patient involvement in the reported malfunction.